Manufacturer narrative:
Section g3 - PMA/510(k) #: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power light emitting diode (led) dimly illuminating green when connected to the power module (serial number (B)(6)) was confirmed via evaluation at the european distribution center (edc). The edc service center repaired the power module and isolated the issue to the main printed circuit board (pcb) within the power module. Replacing the main pcb resolved the issue and restored the device functionality. The repaired unit was forwarded to the rental/loaner pool. The replaced pcb was forward to product performance engineering (ppe) for further evaluation. The returned main pcb was installed into a test fixture and connected to a test backup battery, and the power led dimly illuminated green, isolating the reported event to the returned main pcb. Circuit analysis of the main pcb isolated the issue to a compromised relay component. The damaged relay was observed to disrupt the power module's battery detection logic. When disconnected from ac power, the battery would not register as a power source by the returned power module main pcb and could not support a mock loop; however, when connected to ac power, the battery would register as charging and the power module fixture could support a mock loop. Normal operation of the power module illuminates the power led yellow when the power module backup battery is connected and in use without ac power. The relay was replaced and the observed issues resolved. The evaluation determined the root cause that led to the dim green led was a damaged relay component; however, a root cause for the damage could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 17may2023. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (rev. C) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use (rev. C) under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook (rev. B) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use (rev. B) section 3 "powering the system" and heartmate power module instructions for use (rev. C) under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook (rev. B) and the heartmate 3 instructions for use (rev. B) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during analysis at the european distribution center, connecting the battery to the device caused the green power light to light up faintly.